Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the circuit board was faulty. The field service engineer replaced circuit board and drawer to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, drawers were not detected on bus and unable to recover. The customer reported that the malfunction resulted in a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.